Event description:
Lumbar laminectomy l3-l4 and l4-l5 with lateral transverse process fusion and internal fixation of the spine with device. Rptr was never told procedure with implants was experiemental. Never totally free of pain. She had some weakness in extremity. Limited activities. She had further surgery. She believes this lead to the new problem. Rptr was never told that should be only temporary. Bones never fused.